Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause for the worsening pvl ten months post implant is unknown; however, it may be related to patient/procedural factors. There was no allegation or indication a product deficiency contributed to this adverse event. Other potential contributing factors are unknown as limited clinical information was provided. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(6) affiliate, approximately ten months post implantation of a 29mm sapien 3 valve in aortic position, the valve was explanted due to increasing paravalvular leak (pvl). A surgical valve was implanted. The patient is well. No additional information will be forthcoming for this event.

Manufacturer narrative:
Reference CAPA-20-00141.